Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. Customer's blood glucose was over 600 mg/dl. Customer's blood glucose at time of call was 86 mg/dl. Customer was wearing the insulin at time of hospitalization. Customer was treated with IV insulin drip at the hospital. During troubleshooting, customer declined all testing, wanted the insulin pump replaced. Customer will not be returning the device for analysis.